Manufacturer narrative:
G4: 13may2020. B4: 14may2020. This complaint has been reassessed. There was no confirmed report of medical intervention being required as a result of this event. Based on this information, and given that there was no patient harm, the type of reported event has been updated from serious injury to non-adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07may2020; b4: 08may2020. The customer reported to be unaware if the unit alarmed at the time of the shutdown. The customer requested implementation of a recall that has not yet been released so technical support advised that philips on-site repair would be a billable service. The customer did not respond to multiple attempts to obtain the patient's information, medical outcome, and to confirm if they wanted to proceed with on-site repair. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 13april2020.

Event description:
The customer reported that the unit shutdown. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The provision of medical intervention to avoid permanent impairment or damage to the patient has not been confirmed, and therefore, has not been ruled out. Technical support provided remote assistance to the customer. There were no diagnostic codes recorded in the event log other than normal user shutdown.